Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Visual inspection identified a puncture hole in silicone insulation just distal to fluoro marker, most likely created when stylet/guidewire escaped the lumen during back-loading. A guidewire insertion test was performed successfully in the laboratory setting confirming that there were no blockages in the lead lumen. The clinical observations were confirmed.

Event description:
It was reported that this left ventricular (lv) lead could not be successfully implanted after it was found that a guidewire could not be passed through it. The lead was successfully flushed with saline confirming there was no blockages in the lumen. The physician was concern that the guidewire may have perforated the lead body. The lead was removed.